Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 55 and 156 mg/dl. Tests were done within 10 minutes. "Separate finger strips, one right after another." Pt did not experience any adverse events. No further info has been reported.